Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch plm046 expiration date: 09/30/2024. Date of mfg.: 10/01/2019. Batch pm6422 expiration date: 10/31/2024. Date of mfg.: 11/13/2019. Batch mmm353 expiration date: 10/31/2023. Date of mfg.: 11/03/2018. Batch plk772 expiration date: 09/30/2024. Date of mfg.: 10/22/2019. Batch paz977. Batch plm6422. In addition, a review of the manufacturing record evaluation for the possible batch numbers plm046, pm6422, mmm353, and plk772 were performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was broken easily when tying the suture. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/10/2020 additional information was requested and the following was obtained: -correction of possible lot#: pm6422, mmm353, plk772, plm046 -how many sutures broke in this one patient procedure? =>the sales rep reported 1 device. No further information will be provided. Corrected information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch plm046 expiration date: 09/30/2024. Date of mfg.: 10/01/2019 batch pm6422 expiration date: 10/31/2024. Date of mfg.: 11/13/2019 batch mmm353 expiration date: 10/31/2023. Date of mfg.: 11/03/2018 batch plk772 expiration date: 09/30/2024. Date of mfg.: 10/22/2019 in addition, a review of the manufacturing record evaluation for the possible batch numbers plm046, pm6422, mmm353, and plk772 were performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.